Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported a loss of patient interface detection occurred after the laser had fired during a lasik flap procedure. Reporter indicated the patient interface (pi) was exchanged and the procedure was completed. No patient harm was reported.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no information has been received. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).